Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient had been due for a pump replacement; however, when having an x-ray for scoliosis, it was determined that the catheter had pulled out and coiled. It was indicated that the patient experienced a change in therapeutic effect that included tightening up and having withdrawals. The patient subsequently had a catheter replacement. She had high muscle tone in her left side from a ¿mysterious virus¿ that had attacked her nerves and back. It was noted that the dosage from the pump had been increased six months prior to the time of report. Nine days later, it was reported that the patient was doing well at the time of the report and her dose was being titrated. It was indicated that the patient was asymptomatic and had no complaints. The reporter noted that, in retrospect, the patient¿s family had felt her gait had gotten worse. The device system was used to deliver lioresal and, at the time of report, the patient¿s baclofen treatment was ongoing. It was noted that the patient¿s infection occurred as an infant; she had developed transverse myelitis at eleven months of age.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the catheter had pulled out and the patient was not getting any medication so the catheter, as previously reported, was replaced when the pump was replaced. The reporter had found out that the device manufacturer had changed the material that the catheter was made of and the reporter wanted to make a complaint in regards to the material. The new material was reportedly not visible to x-rays and there was no way to tell the placement of it. The patient had, as previously reported, an x-ray to check for scoliosis and that was when they discovered the catheter had pulled out. It was reported they checked for a baseline so they could monitor the placement of the catheter and it was not visible. The reporter found that ¿a little odd¿ because there was no way to check it other than through an MRI or a bolus but that wasn't going to tell her where the placement was and the reporter had no way to tell where it was placed. It was reported ¿they¿ don't want to do ¿that MRI and it is costly and no one is taking responsibility¿. It was later noted the pump had been replaced at the time of the catheter replacement due to normal battery depletion. The catheter issue had been discovered in january 2014 when the health care provider (hcp) stated they hadn't done an x-ray on the patient's spine in a while and because of her gait and ¿all of that¿. It was reported that explained why that previous june the hcp had to ¿turn it up she had been on the same dosing¿. The reporter felt the patient went through ¿some kind of baclofen withdrawal¿ when that happened because the patient's behavior was ¿very odd¿ and the patient wasn't feeling well a lot. When asked if the patient may have experienced withdrawal back in june, it was reported ¿we turned it up in june because she was tightening up, the spasticity on the left side and yeah, you look back and try to attribute things, so that's kind of my thought because you're not supposed to stop that right away, I could be wrong, but at some point, it did get totally, it was totally pretty much out¿.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter.

Event description:
Additional information received reported that the patient had routine follow up x-rays and they noticed that the catheter had completely withdrawn from the intrathecal space and was curled up in a small paraspinal pocket. The patient had noted decreased benefit of pump and increased oral medications over the last several years. The healthcare provider had discussed the options and it was agreed that revision and replacement of the entire system would be beneficial. The patient was taken to the operating room and placed under general anesthesia per routine. The patient was then placed in later position with an axillary roll under her left axilla. The patient was then prepped and draped per sterile fashion. A #10 blade was used to make the skin incision in the abdomen and in the dorsum. Bovie electrocautery was used to extend this down to the pocket around the pump. Cerebellar retractors were used to maintain the abdominal incision until the physician identified the pump and slightly opened a pocket slightly larger than the pump itself. The p ump was then removed and disconnected with no csf egress from the catheter. The dorsal incision was similarly opened and bovie electrocautery was used to extend this down to the fascial plane. The physician used a tuohy needle in the paramedian plane advanced this into the csf space. They had good spontaneous csf egress. The physician did try and advance a catheter but had difficulty and resistance passing this. With removal of the guidewire they had good spontaneous csf egress. Given that they decided to accept the current position of the catheter and proceed with the surgery. The flange was then passed along the catheter and attached at the base of the fascia and then a shunt passer and tunneler was passed from the ventral abdominal incision to the dorsum. The tubing was then passed through this then attached to the connector. The connector was then connected to the pump which had been filled with 500mcg/ml of baclofen using a 40ml pump. The skin edges were lined with antibiotic soaked sponges and then they attached the pump in an inferior medial angulation using 0 silk sutures to the fascial pocket. The catheter was carefully placed underneath the pump. The old catheter was then identified using bovie electrocautery and removed. This was all coiled up with no csf egress visualized. Both exposures were profusely irrigated with antibiotic irrigation and then closed.

Manufacturer narrative:
Another applicable component is: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information was received from the healthcare provider who manages the patient's dosing and refills only, not the implanting physician. To the best of his knowledge the pump required explantation due to persistent csf (cerebrospinal fluid) leak. Another healthcare provider reported that there was no difficulty advancing the catheter; however because the allegation was initially provided in the operative notes, it's unclear if it did or did not occur. A catheter that was placed on (B)(6) 2008 was found to have backed out of the thecal sac so it was replaced on (B)(6) 2014. The indication for use of the catheter was placed on (B)(6) 2014 was intractable spasticity and spinal cord injury/spinal cord disease.

Manufacturer narrative:
(B)(4).